Event description:
A lifecor pt services rep (psr) contacted lifecor customer support to report that during the fitting of a new pt the battery pack would not go into the monitor. The psr had another system to fit the pt with and sent the "defective" system back to lifecor.

Manufacturer narrative:
Monitor. Battery pack - 12/2007. Battery pack - 12/2007. Device evaluations of monitor, both battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional. They were restocked. The damaged connector on the monitor. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and battery packs.